Event description:
On (B)(6)2010, pt reported he was having some issues with his up arrow button not working. Pt stated he realized he was having this issue about 2 weeks ago. Pt reported he was attempting to bolus when he realized the button was not responding after it was pressed. Pt stated, he sometimes had to press the button 2 or 3 times to get it to work properly. Pt reported the button does pop back out after being pressed. Pt stated, he has had a few elevated readings due to this issue. Pt reported he woke up at 5 am this morning with a blood glucose reading of 427 mg/dl; took 15.0 units of insulin to bring it back down. Pt reported, he tested at 8:23 am, and his blood glucose reading was 162 mg/dl which was about normal for him. The pt did not require assistance from a health care professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.